Event description:
In this section either describe the harm, including delay of case or write "no pt harm". PICC cath line noted to have cracked hub. Had to remove and new one inserted. Diagnosis or reason for use: prematurity requiring tpn.